Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed for 'high oxygen' when the fio2 was set at 21% on (B)(6) 2025. Consequently, the patient was desaturated and moved to another ventilator. The exact incident date and the intended fio2 setting for the patient was not confirmed. Review of device logs confirmed that the device was not even used on the reported date of incident and shows no events for the day. In addition, the 'high oxygen' alarm did not appear in device logs when fio2 was set above 21%. Considering the occurrence of 'high oxygen" alarm at fio2 setting of 21% does not relate to the reported desaturation of the patient. Requested device user to perform various tests for troubleshooting purposes and provide clarification about the date of incident and intended fio2 setting, however, despite multiple attempts made by the partner, no response received. The device was not even returned to partner for repair or investigation. It was later confirmed by the device user that the device passes all tests and the latest device logs, downloaded on (B)(6) 2025, were provided. The completion of service software can be evidenced from device logs. Therefore, the reported issue could not be confirmed. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag: bts has received a hamilton t1 ventilator device after a clinical incident where the staff has noted "high oxygen alarm went off multiple times despite the patient only receiving 21% oxygen. Hpo limit normally alarms at 105% or higher. Patient deteriorated after this. Trouble shooting attended (set oxygen alarm limits manually) was not selected at the time. Ventilator changed to another hamilton and worked correctly after this." Patient deterioration specified as following: "patient desaturated after the alarm. Further information requested from hospital to clarify pt condition/harm. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).